Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. The results of the investigation will be submitted in a supplemental report.

Event description:
It was reported that during a cryo ablation procedure, while checking the catheters and prior to inflating the balloon, an error code indicating there was a problem with the system occurred. The procedure was aborted and the patient was under general anesthesia with no therapeutic treatment received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the field service engineering medical equipment inspection form (meif) was reviewed for investigation. Per the meif system notice 11200, there is a problem with the system, was confirmed. The lift check valve (cv4) was determined to be the cause of the error. The cv4 was replaced and the console was tested and performed with no errors. In conclusion, the reported system notice of 11200 was confirmed by the field service engineer. Console 106e2 with serial number (B)(4) failed inspection due to the defective cv4 valve. The console part was replaced and the console was tested and deemed appropriate for clinical use.